Event description:
Information received indicates the bed exit will arm, but will not alarm when the head section is elevated. The bed exit will arm and alarm when the bed is flat.

Manufacturer narrative:
The technician replaced the worn bed exit tape switches to repair the bed.